Event description:
It was reported that a user experienced hyperglycemia with ilet paired to a freestyle libre 3 sensor, with device glucose near 290 mg/dl and a contemporaneous fingerstick of 302 mg/dl, after consuming orange juice, candy, and grapes without a meal announcement; the user had completed a full supply change after a low insulin alert and reported no leaks, kinks, or bends, with adequate insulin remaining, and the device was delivering correction doses per the bionic report. Symptoms included elevated blood glucose. Outcomes included self-management at home without emergency care or hospitalization. Investigation included technical troubleshooting and user education on meal announcement for snacks with meal-sized carbohydrate content and expected correction time. Investigation of this case revealed no device malfunction was identified and that hyperglycemia was likely related to unannounced carbohydrate intake. It was concluded that the device functioned as designed and that user education was provided regarding appropriate meal announcements and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.